Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative; after corneal flap creation it was noted the flap was thinner then programmed. The patient has not had any complications post operatively. Additional information has been requested.

Manufacturer narrative:
(B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on manufacturing review, the product met specifications at the time of release. A clinical application specialist (cas) visited the site to provide surgery support and observe flap cases. The cas did not observe any issues while onsite. The cas could as a follow up, another cas went out to the site to provide surgery support and found no issues as well. It was noted that the surgeon has since been satisfied with the flap thickness he is getting. Per cas assessment, no technical services were performed onsite for the reported event. Cas indicates there were no issues, reported system messages, or other system issues that would clearly indicate the laser contributed to the reported event. The root cause of the reported event could not be determined. (B)(4).

Event description:
Additional information was received that reported that the surgeon was measuring his flaps postoperatively using the optical coherence tomography in his office.